Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additionally, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range pacing impedance measurements. Inappropriate atrial tachy response (atr) episodes were stored following the out of range measurements due to a lead safety switch. In clinic, noise was able to be reproduced in both bipolar and unipolar configuration however impedance measurements were stable in the 500 ohm range. Additionally, two signal artifact monitor episodes were stored. The first appeared to be due to oversensing of the minute ventilation (mv) sensor. The second appeared to be due to electromagnetic interference oversensing. The health care professional (hcp) planned to leave the mv sensor programmed off and program the accelerometer to on. Technical services (ts) recommended reprogramming the atrial sensitivity as well to mitigate the observed oversensing. No adverse patient effects were reported.